Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect was caused by external factors or handling. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection, 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.